Manufacturer narrative:
Evaluation of the device determined that both tools were received fractured at the same location, just below the shelf. The likely cause of failure was due to the tools being likely used in a telescoping tube with failed bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, surgical consumable suddenly broke. No patient impact reported. It was also reported that there was intervention performed and no damaged piece remained in the patient's body. Additional information was received stating that there was no patient or staff impact and there was 10 to 15 mins delay during which the surgical instruments were replaced to continue the procedure.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, surgical consumable suddenly broke. No patient impact reported. It was also reported that there was intervention performed and no damaged piece remained in the patient's body. Additional information was received stating that there was no patient or staff impact and there was 10 to 15 mins delay during which the surgical instruments were replaced to continue the procedure.